Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a failed battery test alarm. Customer did not know the blood glucose reading. Customer was advised to check the contacts on the battery cap but she was unable to at the time. She was advised to reinsert a new battery and stated that the alarm was resolved. The alarm later recurred and the display went blank. She also reported that the dome label sticker had come off. She stated that the insulin pump had not been exposed to moisture. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. Customer reinserted a new battery but the display did not return. Nothing further was reported.